Manufacturer narrative:
The following fields have been updated with corrections/additional information: b.3. Date of event: (B)(6) 2020. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-17 h.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure could not be identified without a failure investigation. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ infusion set - v/nv ckv sms dp had a delay in treatment due to leakage. The following information was provided by the initial reporter: it was reported there was delay to treatment therapy regarding fluid leak.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ infusion set - v/nv ckv sms dp had a delay in treatment due to leakage. The following information was provided by the initial reporter: it was reported there was delay to treatment therapy regarding fluid leak.